Manufacturer narrative:
Updated information: b5 clinical narrative updated with additional information.

Event description:
Updated clinical narrative: (with aei). Pressure dressing was applied to impella 5.5 site post procedure without any further issues per the team. The prbcs and albumin were to volume resuscitate in the procedural area while also on va ECMO. Previous updated clinical narrative: (with aei). Care was later withdrawn and the patient subsequently expired. The death is being conservatively reported; however, based on the available information, the outcome is more likely attributable to the patient¿s underlying native critical condition, including advanced cardiogenic shock classified as society for cardiovascular angiography and interventions (scai) stage e. Previous updated clinical narrative: the field representative response was received with additional case information, it was determined that there was no blood given in response to the reported hematoma and that the blood was given in response to the volume resuscitation due to the ECMO chatter. Previous clinical narrative: an impella 5.5 device was inserted via a right axillary/subclavian surgical approach in a 78-year-old male patient for the indication of acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The patient¿s comorbidities included prior coronary artery bypass graft and known coronary artery disease. The patient¿s clinical state prior to initiation of support was identified as society for cardiovascular angiography and interventions (scai) stage e shock. The patient was supported with veno-arterial extracorporeal membrane oxygenation (va-ECMO), which was the primary hemodynamic support modality. The patient was brought to the hybrid operating room for removal of the impella cp device and insertion of the impella 5.5 while on va-ECMO support. The patient received anticoagulation. During the procedure, chattering was noted on the extracorporeal membrane oxygenation circuit and the patient was volume resuscitated with albumin and two units of packed red blood cells. The escalation to impella 5.5 support was completed, and the patient was transferred to the intensive care unit. Upon post-procedure assessment, a hematoma was noted at the impella 5.5 access site. It was noted that blood products were given but is unknown whether the blood products administered during the procedure and is noted in the reported event that blood was given for the hematoma. The patient was receiving systemic anticoagulation, with an activated clotting time (act) reported at 290 seconds at the time of the bleeding event. It was noted that the bleeding resolved with conservative management, with hemostasis achieved through application of manual pressure. No further details were available. The reported hematoma is consistent with access-site complications associated with large-bore axillary/subclavian arterial access and the anticoagulation requirements of impella support. Contributing factors may include the patient¿s critical illness, procedural intervention, anticoagulation, and concurrent extracorporeal membrane oxygenation support. The patient remains on impella 5.5 support.

Event description:
An impella 5.5 device was inserted via a right axillary/subclavian surgical approach in a 78-year-old male patient for the indication of acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The patient's comorbidities included prior coronary artery bypass graft and known coronary artery disease. The patient¿s clinical state prior to initiation of support was identified as society for cardiovascular angiography and interventions (scai) stage e shock. The patient was supported with veno-arterial extracorporeal membrane oxygenation (va-ECMO), which was the primary hemodynamic support modality. The patient was brought to the hybrid operating room for removal of the impella cp device and insertion of the impella 5.5 while on va-ECMO support. The patient received anticoagulation. During the procedure, chattering was noted on the extracorporeal membrane oxygenation circuit and the patient was volume resuscitated with albumin and two units of packed red blood cells. The escalation to impella 5.5 support was completed, and the patient was transferred to the intensive care unit. Upon post-procedure assessment, a hematoma was noted at the impella 5.5 access site. It was noted that blood products were given but is unknown whether the blood products administered during the procedure and is noted in the reported event that blood was given for the hematoma. The patient was receiving systemic anticoagulation, with an activated clotting time (act) reported at 290 seconds at the time of the bleeding event. It was noted that the bleeding resolved with conservative management, with hemostasis achieved through application of manual pressure. No further details were available. The reported hematoma is consistent with access-site complications associated with large-bore axillary/subclavian arterial access and the anticoagulation requirements of impella support. Contributing factors may include the patient¿s critical illness, procedural intervention, anticoagulation, and concurrent extracorporeal membrane oxygenation support. The patient remains on impella 5.5 support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Updated information: b2 selected death and added date of death, b5 updated narrative, d3 MFR fax number added, d6b explant date added, h1 changed to death, h6 impact code added f02, removed f11 (included in follow up #1), h6 clinical code removed e0305.

Event description:
Updated clinical narrative: (with aei). Care was later withdrawn and the patient subsequently expired. The death is being conservatively reported; however, based on the available information, the outcome is more likely attributable to the patient¿s underlying native critical condition, including advanced cardiogenic shock classified as society for cardiovascular angiography and interventions (scai) stage e. Previous updated clinical narrative: the field representative response was received with additional case information, it was determined that there was no blood given in response to the reported hematoma and that the blood was given in response to the volume resuscitation due to the ECMO chatter. Previous clinical narrative: an impella 5.5 device was inserted via a right axillary/subclavian surgical approach in a 78-year-old male patient for the indication of acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The patient¿s comorbidities included prior coronary artery bypass graft and known coronary artery disease. The patient¿s clinical state prior to initiation of support was identified as society for cardiovascular angiography and interventions (scai) stage e shock. The patient was supported with veno-arterial extracorporeal membrane oxygenation (va-ECMO), which was the primary hemodynamic support modality. The patient was brought to the hybrid operating room for removal of the impella cp device and insertion of the impella 5.5 while on va-ECMO support. The patient received anticoagulation. During the procedure, chattering was noted on the extracorporeal membrane oxygenation circuit and the patient was volume resuscitated with albumin and two units of packed red blood cells. The escalation to impella 5.5 support was completed, and the patient was transferred to the intensive care unit. Upon post-procedure assessment, a hematoma was noted at the impella 5.5 access site. It was noted that blood products were given but is unknown whether the blood products administered during the procedure and is noted in the reported event that blood was given for the hematoma. The patient was receiving systemic anticoagulation, with an activated clotting time (act) reported at 290 seconds at the time of the bleeding event. It was noted that the bleeding resolved with conservative management, with hemostasis achieved through application of manual pressure. No further details were available. The reported hematoma is consistent with access-site complications associated with large-bore axillary/subclavian arterial access and the anticoagulation requirements of impella support. Contributing factors may include the patient¿s critical illness, procedural intervention, anticoagulation, and concurrent extracorporeal membrane oxygenation support. The patient remains on impella¿5.5 support.

Manufacturer narrative:
Additional information was received indicating there was no blood given in response to the reported hematoma and that the blood was given in response to the volume resuscitation due to the ECMO chatter. The complaint does not meet the criteria for MDR reportability as defined by regulations (21 cfr 803.50). Coding has been updated and no further follow-up reports will be submitted.